Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37751, serial# (B)(4), product type: recharger. Product ID: 37761, serial# (B)(4), product type: recharger . Analysis of the recharger, serial #(B)(4), found no anomaly. The connector showed no issues and when plugged in the recharger started charging right away on the bench.

Event description:
The patient reported that there was blank screen on the recharger, which had occurred on (B)(6) 2016. It was indicated that the recharger would not power up or charge when plugged into desktop charger. The desktop charger was ok per patient. Additional information received from the consumer reported the recharger was not charging when plugged in. The desktop charger would not charge the recharger. The recharger also showed the ins fully charged after 15 minutes and it would get stuck on the reposition antenna screen. The patient needed the recharger because her shaking that was present prior to the implant had recently gotten worse. It was noted that the recharger and recharging issues began in (B)(6) 2016 along with the patient's shaking getting worse. The connector pin did not appear bent or broken. The patient's indication(s) for use were essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.